Event description:
The customer received a questionable result for troponin t for one patient sample and questionable estradiol and luteinizing hormone (lh) result for one other patient sample. Of the data provided, only the estradiol result was discrepant. The initial result was 7386 and the repeat result on another cobas e601 analyzer was 2712. No unit of measure was provided. Clarification has been requested. The initial results were reported outside the laboratory. The repeat results were considered to be correct. The patient was not adversely affected. The estradiol reagent lot number and expiration date were not provided. The field service representative checked the analyzer and found there was leakage on the sipper nozzles. He replaced the sipper syringe and the complete sample unit. He ran a sample pipetting check and qc which were acceptable. Upon follow-up, the customer stated the analyzer was still working fine and there were no other problems.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the (B)(6).

Manufacturer narrative:
Additional information was received stating the unit of measure for estradiol was pmol/l.